Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) old female . On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer services, the reporting nurse stated that in (B)(6) 2010, the patient developed peritonitis which did not involve hospitalization. It was unknown whether a peritoneal effluent culture was performed. Treatment information was not reported. On an unreported date in 2010, the patient recovered from the peritonitis and was in hospice care. Peritoneal dialysis therapy was ongoing. Concomitant medications were not reported.